Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 63 mg/dl and 199 mg/dl; 68 mg/dl and 210 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer has discarded the system; replacement was sent.